Event description:
Boston scientific received information that at the explant of this device for normal battery depletion the ring set screw in the atrial port for this pacemaker would not retract or advance. Attempts were made with the green, orange, and conventional wrenches in the wrench kit without success. However, when the physician pulled on the right ventricular lead, the lead pulled out of header. It was concluded that the setscrew may never have fully extended at the initial implant. There were no allegations towards the device or lead while implanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.